Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the valve seal was broken. The obturator was received. The balloon and valve doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken flapper valve may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they tried to inflate the balloon before inserting it into the patient in a laparoscopic total extra peritoneal hernioplasty, the balloon did not inflate. They opened a new balloon to complete the case. There was no patient injury.